Event description:
It was reported that a spectrum pump had a black screen. The event occurred during an unspecified process step in the sterile processing department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an black screen was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an damaged liquid crystal display. The liquid crystal display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.